Manufacturer narrative:
Results and conclusion summation-prod performance engineering reviewed the incident info; however, the device was not returned to abbott vascular for analysis. It was reported that the stent dislodged prior to use. Dislodgement can occur if positive pressure is applied to the sys causing the balloon to slightly expand, partially deploying the stent during removal of the protective sheath. However, without the device to examine, no determination can be made as to the root cause of the reported discrepancy.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the stent delivery sys (sds) onto the floor prior to pt involvement. No add'l event or pt info is available.